Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information. This event was initially categorized as both an adverse event and a product problem. On further review, it was determined that this event was an adverse event due to the 30-minute delay and not a reportable malfunction. Based on the investigation, since multiple spin vision scopes were tried and still only showed a black screen, the spin vision processor (sys-5100) was most likely at fault, which, in this instance, was in-use with the spin thoracic navigation system (sys-4000). Based on the risk documentation, the severity of the hazard is considered to be minor. Other than the 30-minute delay, there was no impact or injury to the patient or user as a result of the reported issue.

Event description:
The sys-4000 was plugged into a wall outlet when the tower was rolled into the operating room for set up. The site started the procedure with an olympus bf-p190 scope and registered with forceps. After navigating out to the target and trying to sample unsuccessfully, they switched to a spin vision 4.0 scope 2.0 working channel. When the scope was plugged in, it was just displaying a black image (no picture was being shown). They opened another spin vision scope and the issue persisted. They were not able to get the system 4000 to work again and tried to sample blindly before moving on with the case. The veran navigated portion of the procedure was discontinued. The physician performed a broncheoalveolar lavage (bal). The procedure was able to be completed after a 30-minute delay. Although there was no impact on the patient, this event is being reported due to the 30-minute delay while the patient was under anesthesia.

Manufacturer narrative:
The device was not returned for evauation. Since multiple spin vision scopes were tried and still only showed a black screen, the spin vision processor (sys-5100) is most likely the system at fault. The corrective action is to reset the processor. However, a definitive root cause could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.